Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad fell off of the device and into the patient. The tissue pad was never located and is believed to be still in the patient. A second device was used to complete the case. Additional information requested and received on 12/17/2009: patient's condition is fine. The surgeon has no plans for additional surgery to remove pad.

Manufacturer narrative:
Information anticipated, but unavailable at this time.